Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the cause of the inability to empty their bladder and increase the stimulation was not determined. No actions or interventions were taken to resolve the issues.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor its was reported that patient had the ins for bladder but her bladder was not emptying. Patient reported they were kicked in their stomach by their grandfather and that was when they started having issues with emptying their bladder. Patient further started that because their bladder was not emptying, they wanted to increase the stimulation but was unable to increase stimulation strength using their patient programmer and that they were not seeing the upper limit and it was stuck on 1.7 v. Patient reported that when they try to increase it the screen flickers off and then comes right back on and it would not increase no matter how many times the pressed the increase button. They further reported that the increase key was unresponsive. Patient also reported that the batteries on their patient programmer was not lasting longer than a day. During the call patient was able to change batteries and saw the batteries level as full and then dropping down to a battery level of less than half. No further complications were noted or anticipated. Patient has a medical history of a bladder disease.